Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/17/2018 for evaluation. The device was visually inspected, and no defect was found. Functional testing was performed, and the test passed. Performed voltage test and passed. Performed share log review and loss of connect was confirmed. The reported event of a loss of connection was confirmed. The root cause could not be determined.